Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual and functional testing and no issues were observed relating to decapping as all samples met specifications. The 36 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the cap came off. There was no report of user or patient impact. The following information was provided by the initial reporter: customer is reporting caps coming off for catalog 367960 lot# 2166081, exp 6/30/23.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the cap came off. There was no report of user or patient impact. The following information was provided by the initial reporter: customer is reporting caps coming off for catalog 367960 lot# 2166081, exp 6/30/23.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.